Event description:
According to the reporter, during use, the device allegedly caused electrical burn to the patient. There was no reported medical or surgical intervention done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was caused electrical burn to the patient. There was no reported medical or surgical intervention done.